Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation was performed for the subject device. The returned 309.450 hollow reamer, complete and the 309.470 spare centering pin were received in very good condition showing only very mild wear. The 309.450 hollow reamer, complete was manufactured in 12/2011 and is over three years old. The 309.470 was manufactured in 9/2011 and is over three years old. The devices were returned and reported to be stuck together as if one complete piece and would not separate. This condition is unconfirmed; the devices were received detached from one another. It is likely that the user was unaware of the reverse threading on the device which requires clockwise rotation to loosen the devices from one another giving the devices the appearance of being stuck. Drawings for the devices were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an unknown manufacturers hardware removed on a right ankle. Synthes broken screw removal set was used to remove the hardware. The technician used the 4.5 hollow reamer complete and was able to thread on the 4.5 hollow reamer attachment. The technician was unable to detach the 4.5 centering pin. It appears that the centering pin and the 4.5 hollow reamer complete was provided to the customer as one complete unit instead of two individual pieces. It was required to manually chisel at the screw in order to get access and then use other unknown instruments to remove the screw. All items were removed. No additional surgery was required. No items were broken during surgery. There was a five to ten minute surgical delay. The patient status is considered happy and healthy. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Patient ID: (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.